Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the patient's programming history in the manufacture's programming history database it was noted the patient had high impedance. The output status indicated that the patient was still receiving the programmed therapy. (B)(4) attempts for more information have been unsuccessful to date.